Event description:
It was reported that the procedure was cancelled. A 2.00mm rotapro was selected for use. During the procedure, an abnormal noise was noted. The rotapro set up was reviewed but the abnormal noise did not improve. The procedure was not completed and there were no patient complications reported.